Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy after a fall. As a result, surgical intervention was undertaken wherein the right extension was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott a patient experienced a fall. Afterwards, the tremor in their left arm intensified significantly. Surgery took place where one extension (sn (B)(6)) was replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.